Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device was still able to be powered on and off using the on/off button. The lid switch was determined to the cause of the reported issue. Device was archived by stryker. The customer received a replacement device.

Event description:
The customer contacted stryker to report that their device would not turn on when the lid was opened. This may lead to defibrillation therapy being delayed or unavailable, if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device was still able to be powered on and off using the on/off button. The lid switch was determined to the cause of the reported issue. Device was archived by stryker. The customer received a replacement device.

Event description:
The customer contacted stryker to report that their device would not turn on when the lid was opened. This may lead to defibrillation therapy being delayed or unavailable, if needed. There was no patient involvement reported with the event.